Manufacturer narrative:
Delayed allergic reactions that may manifest as reported terms weeks to years after injection are well-known and documented reactions in the context of hyaluronic acid dermal filler injections. They are immune-mediated reactions that can be triggered by patient predisposition, trauma, vaccines, or infections. In this complaint, the subsidiary mentioned previous patient's treatments with other dermal fillers in the same injected areas, which is a contraindication for the use of teosyal products. Indeed, the interactions with teosyal products and competitors have not been studied. The safety of use is therefore not guaranteed. Moreover, these previous injections could have also acted as sensitizers for future allergic reactions. With medical treatment, symptoms can be quickly fully resolved, without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of teosyal products.

Event description:
On november 14, 2023, the spanish subsidiary notified us of an adverse event following the use of teosyal rha 4 in a patient. A patient was injected on (B)(6) 2023, with 2 ml of teosyal rha 4 in the nasolabial folds, oral comissures, and glabella. The injection was performed with a needle, using the retrotracing technique. According to her medical history, she had been injected with two other dermal fillers in the past (radiesse in 2014 and belotero in 2019) in the nasolabial folds and marionette lines without presenting with any adverse reactions. Approximately 3 months after the injection, on (B)(6) 2023, the patient presented with a mild hardening in the frown, for which she was injected with 150 iu of hyaluronidase on (B)(6). On (B)(6) she presented with a moderate periocular edema. The injector prescribed corticosteroids (prednisone for 6 days). On (B)(6) the patient presented with an angioneurotic edema, and prednisone for 15 days was prescribed. On (B)(6) she also presented with a mild perioral hardening, for which prednisone every second day was prescribed again. One of our local medical experts contacted the patient and recommended starting antibiotics, corticosteroids, and hyaluronidase if the symptoms worsened. On (B)(6), we were informed that the patient was improving. Despite several reminders, no further information was provided on the evolution of the symptoms. Thus, this case was considered closed as is.